Event description:
Company representative reported the infusion set tubing of the infusion device disconnects by itself from the infusion set cannula. Company representative stated patient's father complained of leakage in system. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the retention product meets specifications. Result: no samples were returned for investigation. The reference samples were visually inspected and tested for click, connector, flow and leak. All test results were within specifications. Without the concerned sample a detailed analyses is unfortunately not possible. The problem mentioned by the customer could not be reproduced.